Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "the doctor found t connector broken during clinical setting before using on patient. No impact on patient. "

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the bronchial cobb connector is detached from the 22m/15f swivel connector. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. Based on the investigation performed, the complaint was confirmed. A non-conformance was opened to further investigate.

Event description:
It was reported that: "the doctor found t connector boken during clinical setting before using on patient. No impact on patient. "

Manufacturer narrative:
Qn#(B)(4). The actual sample involved in the complaint was not returned for evaluation; therefore, a representative sample was taken from current production at the manufacturing facility. A visual exam was performed on the representative sample and no defects were observed. A device history record review was performed and no relevant findings were identified. Although there were no issues found with the production sample, the complaint could not be confirmed as the actual sample is needed to perform a proper investigation and determine a root cause. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "the doctor found t connector boken during clinical setting before using on patient. No impact on patient. "